Event description:
The patient had a primary surgery in 2006. During the post-op follow up in 2007, x-ray revealed that the proximal stem fractured. The patient has some pain in the medial femur. No revision is scheduled.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.